Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al0309 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date and suture was used. When the surgeon started to tie the knot and went to tighten it, the suture snapped. The procedure was completed with suture device from a different company. There were no patient consequences reported.